Event description:
The patient reported experiencing pain at the implant site and limited mobility in their right arm. The surgeon noted that the implant site was shallow. The physician revised the implant site and the implant was positioned deeper.

Manufacturer narrative:
The ipg remains implanted in the patient and will not be returned for analysis. This is the final report.